Manufacturer narrative:
(B)(4) it was reported that on (B)(6) 2016, the patient had metabolic acidosis, peritonitis, and then patient passed away. It was not specified if all events occurred on the same day. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; and subsequently died. The cause of the event was not reported. On an unknown date, the patient was hospitalized. Treatment details were not reported. Twenty six days prior to the receipt of this report, the patient died. It was not reported if the patient recovered from the peritonitis prior to death. The cause of death was not specified. It was not reported if an autopsy was performed or if pd therapy remained ongoing at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.